Event description:
Resident was being transferred via hoyer lift from recliner to bed when straps of seat broke causing resident to fall to floor from approximately 2 feet. Resident complained of pain rt, hip and buttocks. Resident was sent to baptist emergency room and admitted for tests. Resident presently complained of pain rt hip. Test results negative for fracture with follow-up x-ray to be completed.